Event description:
An outside law firm alleged various allegations regarding infusomat pump performance, alarm behaviors, and adverse patient outcomes. For any specific alleged events, individual complaint records have been initiated as part of this collective registration (B)(4). This general pump complaint has been initiated to document the general allegations received from the outside law firm, which alleged " (I) inappropriate/unresolvable air-in-line and downstream occlusion alarms, (ii) batteries failed, and (iii) unreliability in the dosetrac software" on the infusomat pump and sets. See complaint (B)(4) for the general set complaint.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the complaint system identified that there are individual complaints from the outside law firm's client ((B)(6)) that fall into the category of the general topics cited above. Therefore, the investigation, findings, and conclusions for those (if applicable) can be found within those specific medical device reports (MDR). We will maintain this report for further reference and continue to monitor other reports for similar occurrences. If any additional information becomes available, a follow-up will be submitted.